Event description:
It was reported that a patient with bile duct cancer underwent a pancreatoduodenectomy on (B)(6) 2006 and a drain was placed in the abdomen. On (B)(6) 2006, there was a swelling noted around the insertion site of the drain. On (B)(6) 2006, there was an accumulation of blood around the insertion site of the drain determined by CT scan. The surgeon opines the bleeding was caused by the trocar injuring the artery of the musculus obliquus externus abdominis durin insertion. There was no intervention for the accumulation of blood and no blood transfusions were given to the patient. On (B)(6) 2006, the patient died of primary disease of the hepatic artery and a false aneurysm rupture.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 43979isp: mfg date: 01/26/2006, exp date: 03/31/2011. Batch 43906isp: mfg date: 01/24/2006, exp date: 03/31/2011. Batch 43775isp: mfg date: 12/21/2005, exp date: 02/28/2011. Batch 43827isp: mfg date: 01/13/2006, exp date: 02/28/2011. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.